Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 6/12/2018, that on (B)(6) 2018, intermittent audio on g5 mobile app occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a no audio on g5 mobile app could not be determined. A root cause could not be determined.